Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient experienced no consequences. Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image and session records indicated that auto-capture was enabled, and the device was set to rate responsive mode. When automatic settings are programmed, such as auto-capture and rate responsive mode, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. These rate response and auto-capture being in auto high settings resulted in the trigger of the electronics performance indicator (epi). Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Visual inspection found cautery mark on the can. Telemetry printout showed that the eri date was time stamped prior to manufacturing date. Electrical and mechanical analysis performed indicated normal functionality. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Further analysis determined that the device had eri/eos flag falsely triggered is consistent with that occurring due to electrocautery exposure during the surgical procedure at explant. A warning from the user¿s manual was noted not to use electrosurgical devices in the vicinity of an implanted device to prevent damage.